Event description:
During use of the device for a non-clinical activity, the user reported that during maintenance, the 'select' button on the front panel of the roller pump did not function. No other details regarding the nature of the event were provided. Since the event occurred during a non-clinical activity, there was no patient involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.